Manufacturer narrative:
Qn#(B)(4). Associated MDR#: 3010532612-2024-00886. Returned for investigation was an ac3 helium regulator assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the helium regulator assembly was performed, and no abnormality was noted. The helium regulator assembly was in-stalled into a known good lab inventory ac3 for functional testing. The pump was powered up normally. The system was able to detect helium pressure and displayed the proper helium status. Pumping was initiated. A source side helium leak test was performed and passed. The pump was left to run for over 1 hour with no issues. The helium regulator assembly functioned as intended. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The report complaint of "source side helium leak" was confirmed by the field service representative; however, the returned helium regulator passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "persistant helium loss 2 alarms". To continue therapy, the iab pump console was swapped out". No patient injury or consequence reported. The patient's current condition is reported as "fine". A field service report also states " replaced pcs fixed alarm, pump also had a small source side helium leak replaced helium regulator..."

Event description:
It was reported "persistant helium loss 2 alarms". To continue therapy, the iab pump console was swapped out". No patient injury or consequence reported. The patient's current condition is reported as "fine". A field service report also states " replaced pcs fixed alarm, pump also had a small source side helium leak replaced helium regulator."

Manufacturer narrative:
Qn#(B)(4). Please see associated MDR#: 3010532612-2024-00886.